Event description:
Customer reported a hospitalization due to gastroparesis and high blood glucose. Customer complained of anxiety. The insulin pump alarmed motor error. The blood glucose reading was 500 mg/dl. Nothing further reportable.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, self test and error test. All operating currents are within specification. Off no power alarm functioning properly. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, scratched reservoir tube window and cracked reservoir tube lip.